Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 01/24/2014. The strip lot #d6150818-2 was manufactured on 08/18/2015 and expired in 08/2017. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Prodigy diabetes care received a call on 08/30/2016 reporting a medical intervention that occurred on (B)(6) 2016 between 7-8pm. Patient (sw) called in stating that she felt that her glucose level was going down. Sw tested her glucose and received a "lo" reading on her prodigy meter. A second test was performed by sw with another result of "lo." When sw realized that the "lo" reading was not related to a battery issue she sought medical attention. Sw's normal blood glucose reading around the time of day of the event is between 150mg/dl and 160mg/dl. Paramedics were called immediately after receiving the "lo" test result and arrived 20 minutes later. Upon arrival paramedics tested sw's blood glucose with a result of 50mg/dl with their meter. Approximately 20 minutes passed between testing with the prodigy meter and the paramedic's meter. Sw was not transported to ER by paramedics nor did she go on her own. Prodigy sent replacement and prepaid envelope requesting return of the suspect system.